Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate the customer's complaint that the unit would stop activating the coolpulse electrode. Multiple attempts to duplicate the complaint were made, and at all times the unit activated as expected. Unrelated to the customer's complaint; the top plate was replaced because it was heavily scratched and the base plate was replaced because it was dented and had large gouges in the bottom of it. The dust cover and the mitek badge were replaced because they were missing. The unit was upgraded to arc dectect compatible and the unit's software was upgraded to the latest revision as per the service manual. The fan bracket was upgraded as per the service manual. Following repair the unit passed all diagnostic and functional testing. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the vapr vue generator stopped activating the coolpulse electrode fifteen seconds after activation, giving an insert electrode message on the screen during an arthroscopic shoulder stabilization. The electrode was reseated, activated a second time and the same issue occurred. A second vapr vue generator was used with the same electrode to complete the procedure with a 36 second delay in the procedure and no consequence to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.